Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This is a spontaneous report by a nurse in the united kingdom of peritonitis in a patient coincident with dianeal pd4 therapy for end stage renal failure (esrf). Dianeal therapy was ongoing. On (B)(6) 2012: the patient attended a peritoneal dialysis (pd) nurse with abdominal pain and cloudy effluent. On (B)(6) 2012, the patient attended accident and emergency with nausea, vomiting and abdominal pain. On the same day, the patient was admitted to the hospital for peritonitis and began treatment with vancomycin (2g, ip) and ciproxin (500mg, bd) and flagyl (unknown dose, IV). These drugs continued until discharge. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date, the patient began treatment with oral flagyl and ciproxin (dose not reported) and continued until (B)(6) 2012. The cause of the peritonitis was unknown. At the time of this report the peritonitis was resolved and the patient was well.